Event description:
A report was received via social media that the patient's ipg was non-functional and not holding a charge. The patient was experiencing pain, overstimulation and inadequate pain relief. The patient underwent an explant procedure wherein the ipg was explanted.